Manufacturer narrative:
During a pediatric pulmonary artery dilatation procedure, the distal end of a .018 180cm sv short guidewire was noted to frayed. Therefore, the guidewire was replaced with a new guidewire of a different lot and the procedure was completed successfully. There was no reported patient injury. The guidewire crossed the lesion and an unknown balloon catheter (bc) was delivered to the lesion and inflated. Fluoroscopy was used and the physician felt an anomaly in the distal end of the wire. Thinking the guidewire was damaged, it was removed and the frayed condition was confirmed. No other information was reported. One non-sterile unit of a .018 180cm sv short guidewire was received for analysis coiled inside of a clear plastic bag. Per visual inspection, a frayed/split/torn condition was noted on the distal tip. Per microscopic analysis, elongations were noted on the affected zones of the guidewire. The characteristics of the elongation observed are clear evidence that an excessive force of tension was applied that caused the frayed/split/torn condition. No other damages or anomalies were detected. A product history record (phr) review of lot 35234574 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip wires - frayed/split/torn in patient¿ was confirmed, a frayed/split/torn condition was noted at the distal tip during analysis. The exact cause of the reported event could not be conclusively determined during the analysis. Based on the limited information available for review, vessel characteristics (while unknown) as well as procedural and handling factors may have contributed to the reported event. Elongations and frayed edges were noted during analysis, these conditions may be related to an application of a tension force that induced the material deformation. According to the warnings in the instructions for use (IFU), which is not intended as a mitigation, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating¿. Neither the phr review nor the product analysis suggest that the reported events are related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35234574 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the distal end of a .018 180cm sv short guidewire was noted to frayed. There was no reported patient injury. The guidewire device was used for dilatation of the pulmonary artery in pediatrics. The guidewire crossed the lesion and an unknown balloon catheter (bc) was delivered to the lesion and inflated. Fluoroscopy was used and the physician felt an anomaly in the distal end of the wire. Thinking the guidewire was damaged, it was removed and the frayed condition was confirmed. Therefore, the guidewire was replaced with a new guidewire of a different lot and the procedure was completed successfully.